Manufacturer narrative:
The following other hip devices were also listed in this report:catalog # product description lot #06-4099 c-taper cocr lfit head 40mm/-5 vramkdx16052-0935 secur-fit max 127 hip stem #9 mhpm3vit cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that surgeon revised left hip because of swelling and pain. Physician will not release any medical information.

Event description:
It was reported that surgeon revised left hip because of swelling and pain. Physician will not release any medical information.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Patient x-rays were provided for review but rejected by a consulting clinician indicating that this information is insufficient in confirming the reported event and determining a root cause. The exact root cause of the event could not be determined due to insufficient information provided. Additional patient medical records, pathology reports and/or operative notes would be required for further investigation. Catalog numbers and lot codes of other devices listed in this report: cat # 542-11-56f, lot # mjhldd, description:trident psl ha cluster 56mm cat # 2030-6530-1, lot # mjl3aj, description: 6.5 cancellous bone screw 30mm.